Event description:
The customer reported being hospitalized due to a diabetic coma, with blood glucose levels over 500 mg/dl. Prior to the event, the customer had experienced high blood glucose levels for three to four days, and was changing the infusion set every day. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.